Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Per EU regulation (B)(4)(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a lens damaged and it was implanted and removed. Through follow-up it, was learnt that the haptic was broken. A new lens was implanted as a replacement. The patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 16-mar-2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection using magnification was performed to the returned lens. The lens was received cut with the lens detached. The lens was cleaned and further analysis revealed that the haptic was damaged as well. No further issues were identified. The complaint issue "dc-haptic damaged" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.